Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery occurred on march 6 2020. The patient dislocated after multiple falls. The primary surgery date is unknown. The surgeon explanted the 36/+6 135/145 humeral cup and 36mm centered glenosphere (lot and expiration dates unavailable) and implanted a new larger 40mm centered glenosphere, 40/+3 standard humeral cup and 135/145 reversed adapter for an extra +9mm.